Event description:
The coseal product did not mix as expected, despite multiple back and forth motions as per policy. The product clogged the applicator and despite changing tips was unable to be used. A second package was opened to complete procedure without difficulty manufacturer response for surgical sealant, coseal (per site reporter): manufacturer provided rga# and product return packaging.